Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had debris in the sterile package. The device was not being used in surgery. No injuries or medical intervention were reported. There was no additional information provided.